Event description:
The manufacturer received a voluntary medwatch (mw5102328) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop stroke symptoms, renal failure, and a lung infection. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam. The patient alleged stroke symptoms, renal failure, and a lung infection. There is no report of the medical intervention that the patient has received at this time. The reported event of "respiratory, stage 4 renal failure and lung infection in which was corrected by breathing treatment" and its reported severity was reviewed by the pms clinical expert. This event is not assessable due to insufficient or contradictory information related to: dates of device use, details/timeline regarding alleged event and any medical intervention/treatment received, and past medical history. The reported event of had stroke symptoms which turned out to be transient ischemic attack and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 was missed to capture in initial report and was updated in this report and section h6 updated in this report.